Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation noted evidence indicating difficulty may have been encountered fully inserting a df-1 lead into the header of this device. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that during this implantable cardioverter defibrillator (ICD) implant, the right ventricular (rv) lead was difficult to insert. It was thought that the silicone might have gotten swollen. The lead was eventually inserted, and the ICD was successfully implanted. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.